Event description:
On 03/06/2026, injector reported severe allergic reaction after off-label injection of bellafill dermal filler in the temple area. Further information was provided on 04/04/2026 that the allergy had settled after medical intervention.

Manufacturer narrative:
On 03/06/2026, injector reported severe allergic reaction after off-label injection of bellafill dermal filler in the temple area. Per bellafill inidications for use "bellafiil is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek". Doctor states that patient was also injected in the same area with other dermal filler, teosyal. The maker of this other dermal filler will be contacted to be notified of this event. Further information was provided on 04/04/2026 that the allergy had settled after medical intervention. B3: date of event - 04/04/2026: date doctor reported medical intervention. B7: patient had teosyal dermal filler in the same areas. G3: date received by manufacturer: 04/04/2026, date doctor reported medical intervention d9: device not available for evaluation. Bellafill syrenges are single use devices that are typically discarded after use. Per bellafill IFU; "the syringe and any unused material should be discarded after a single treatment visit." Bellafill indications for use: bellafill® is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years.